Event description:
It was reported that while using a preclose technique before a balloon pump procedure, the sutures from a perclose proglide were successfully deployed in the common femoral artery through a 6f sheath. A second proglide was then attempted to be deployed. Reportedly, after the sutures were deployed, the foot could not be closed; the device was stuck. The physician stated that on the fluoroscopy image, the device appeared to have separated just distal to the guide, but remain attached by the control wire. The patient was taken to surgery and the device was removed. There were no missing pieces of the device. The sutures from the first deployed proglide were also removed. The balloon pump was implanted and after the procedure, the common femoral artery was surgically closed. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device confirmed the reported inability to close the foot, difficulty to remove and device breakage. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. Twenty-four unused sterile representative samples with the same part and lot number were returned for evaluation. Functional testing was performed on 13 of the 24 returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.